Manufacturer narrative:
Performance health was made aware of a legal complaint allegedly involving a reusable hot/cold pack and burns on the users left forearm by the service of a claims document and by the user facility. Minimal information on the device in question and incident has been provided to date. Follow-up reports will be submitted as more information becomes available and the complaint is investigated.

Event description:
Performance health was made aware of a complaint allegedly involving a reusable hot/cold pack and burns on the users left forearm area by the service of a claims document.